Event description:
The customer reported that the unit stops completely, goes to a red x in the ready for use indicator, and won't work. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the unit stops completely, goes to a red x in the ready for use indicator, and won't work. There was no report of pt involvement or adverse pt impact. The device was evaluated at philips. The symptom could not be reproduced. We are considering this a malfunction but we cannot determine the cause because the symptom could not be reproduced.